Event description:
The user facility reported that during patient procedures the monitor to their hexavue custom room rack lost video signal. The procedures were completed successfully following short delays. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the airflow of the rack was restricted due to caster height and rack positioning. This caused the internal temperature of the rack to exceed the recommended conditions, subsequently causing the reported event. To resolve the issue, the technician repositioned the rack away from the wall and installed shorter casters. The unit was tested, confirmed to be operating according to specification, and returned to service. The hexavue custom room rack operator manual states, "do not install the integration system in a badly ventilated location. Increases in the internal temperature of the system may cause fire or reduced component life. Steris recommends that the ambient temperature of the location containing the rack and its components be 75°f (24°c) or lower." No additional issues have been reported.